Manufacturer narrative:
Since the product was not returned to medtronic ps med co was unable to confirm or conclusively determine the cause of the reported complaint. The mfg records for the product were reviewed and no anomalies were noted.

Event description:
Pt intermittently complained after insertion of a lumboperitoneal shunt that the pressure builds up in the head, something opens and then she overdrains and develops low pressure headaches. The shunt was revised. When tested, the product had an initial high resistance followed by a lower resistance when fluid began to flow. This reservoir was irretrievably damaged during further manipulation.